Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was attempted in patient for endovascular treatment of a thoracic aortic aneurysm. There was severe vessel tortuosity. It was reported that the device was inspected prior to use with no abnormalities noted. The lesion was not pre-dilated. During the surgery, the delivery system could not pass through the aortic arch due to severe tortuosity. The tip of the delivery system caused an aortic dissection. The physician removed the device and used another manufacturer's stent graft system to complete the case. The patient status was stable. However, it was reported that the patient expired due to a myocardial infarction. An autopsy will not be performed. No additional clinical sequelae was reported.